Event description:
This pt underwent a right total knee replacement in 1992. Pt did well until a few months ago when pt began having increasing pain and difficulty ambulating. Pt was admitted to this facility for a revision of the right total knee. Intraoperatively the femoral component was found to be loose. This was removed and replaced.